Event description:
The customer contact reported that upon removal from the original packaging, the nurse noted that the tubing set had the cassette inlet and outlet tubing segments reversed. A second tubing set was obtained and the blood transfusion was initiated without delay. There were no reported adverse patient effects and no medical interventions were required. Though requested, no add'l info was provided.